Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. The customer used a tandem charging cable but a third-party wall adapter. Despite attempts to charge the pump with different adapters and cables, the issue persisted. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, confirming that it was under warranty, and instructed the customer on returning the faulty pump and using a backup therapy to maintain insulin delivery.